Manufacturer narrative:
The user facility elected to perform their own inspection of the evolution transfer carriage following the reported event and found that the employee did not properly lock the loading car to the transfer carriage resulting in the reported event. The operator manual states (pp.1-1), "get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance". The operator manual further states (pp.4-4), "unloading instructions - turn hand crank clockwise until loading cart is fully lifted from supports in chamber". The user facility has purchased a new transfer carriage. A steris clinical educator counseled user facility personnel on the proper use and operation of the loading car and transfer carriage, specifically ensuring the loading car is secured on the transfer carriage. No additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading their evolution transfer carriage, the carriage tilted causing the full load of containers to fall to the floor. The employee fell backwards obtaining a minor scratch to their back and pulled a muscle. No medical treatment was sought or administered and the employee continued working.